Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Customer complaint of about blood result reading "lo". Customer normally runs between 80-100mg/dl fasting and above 100mg/dl after meals. Last 5 results in memory were 79mg/dl, 74mg/dl, 72mg/dl, "lo", 101g/dl. No adverse event reported.